Event description:
Event description boston scientific received information that this transvenous defibrillation lead had microdislodged, resulting in fluctuating pacing threshold values. At the lead revision procedure, an abandoned pacing lead was discovered in the right ventricle. The rate/sense (r/s) portion of the defibrillation lead was capped and the chronic pacing lead was used. When the rv r/s was disconnected, the competitive unipolar lv lead stopped pacing. A boston scientific technical services consultant discussed that the extended bipolar configuration required the ring electrode to be plugged into the can. When the r/s was removed, the lv lead could no longer pace to the ring electrode. The can seperates the shocking circuit from the r/s circuit, so although the distal coil is still in the can, the pacing circuit is incomplete.